Event description:
Medtronic (covidien) received report of an event involving three pipeline flex devices used during flow diversion treatment of a right post-traumatic cavernous carotid pseudoaneurysm. The patient¿s vessel was very tortuous. The pipeline flex was opened in the m1 segment of middle cerebral artery (mca), resheathed, and deployed in the landing zone, but the distal end would not open (MDR # 2029214-2015-00533). The physician resheathed the pipeline flex and removed it. A second pipeline flex was similarly opened in the m1 segment of mca, resheathed, and pulled back to the landing zone. The pipeline flex was deployed and again the distal end would not open. The physician attempted to unsheath up to the middle part of the pipeline flex and was still unsuccessful in opening the device (MDR # 2029214-2015-00534). The pipeline flex was removed. A third pipeline flex was opened in the m1 segment. The partially opened pipeline flex was pulled back to the landing zone and was placed in the intended location. Later in the evening, the physician reported that the patient had extravasation of contrast from a site distal from the pseudoaneurysm. The patient died the next day due to a subarachnoid hemorrhage (MDR # 2029214-2015-00535). The physician reported that the hemorrhage was due to vessel perforation caused by the push wire during the attempts to place pipeline flex devices.

Manufacturer narrative:
The device reported in this MDR will not be returned for analysis as it was implanted in the patient. The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted, therefore the event cause could not be determined. This event is also reported in MDR # 2029214-2015-00533 and 2029214-2015-00534. Reference (B)(4).